Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a trial drg procedure where 2 drg leads (from the same lot) were placed. It was reported the patient experienced a new pain in her leg above the knee and weakness following a drg trial procedure. Following the removal of the trial leads the weakness improved however the new pain persisted. The patient later presented to the emergency room (ER) and was subsequently admitted to the hospital on 06/01/2016. The patient stated she has an inflamed nerve.

Event description:
Follow-up information indicated the patient's physician does not believe the patient's leg and hip pain is related to the drg system.

Event description:
Follow-up information indicated the patient was implanted with a permanent drg system, however she continues to experience pain in her leg and hip. The pain was not present prior to the patient undergoing a trial drg implant procedure. A CT scan has been ordered as the next course of action.